Manufacturer narrative:
(B)(4). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box indicated occlusion alarms had occurred. During testing, the pump did not detect the cartridge when a rewind, load, and prime sequence was attempted. Evaluation revealed that the force sensor was out of calibration. There was evidence of corrosion observed on the force sensor assembly. Unrelated to the complaint, investigation revealed a display lens leak, a cracked battery compartment, and corrosion on the vibration motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for recurring occlusion alarms. Evaluation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(4) 2011.